Manufacturer narrative:
Product complaint (B)(4). Additional information was requested, and the following was obtained: how was the product purchased? On-line sampling is there an indication of how the product was distributed? On-line is there any indication of the source? Original source is unknown, but online merchant name contains: (B)(6). Based on the packaging, is there any indication of which market the original genuine product may have come from? According to feedback, it looks like counterfeit goods was any device used on a patient? If so, was there any patient consequence? No investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned product revealed that it was received, one expired sample that pertained to product code 1953. The samples were visually inspected and compared with the graphics within the internal system, product code 1952 with lot number kgb6651. Some discrepancies were identified on the labeling, such as: the product artwork writing style and font type did not match the information on file and contains a "y" instead "v". Based on the sample received, the sample is confirmed to be counterfeit due to the discrepancies found in the labeling and packaging material. In the remainder, no anomalies were found. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Event related to mw # 2210968-2023-04045, 2210968-2023-04044, 2210968-2023-04043, 2210968-2023-04042, 2210968-2024-04478. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the local team received employee feedback about suspected products from on line sources. No adverse patient consequences were reported. Additional information was requested.